Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Unit received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window. Unit received with broken battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump does not recognize the battery used to power the device. The patient's blood glucose level was unknown at the time of the call but stated that their blood glucose levels were fine. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.